Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that an echocardiogram (echo) was performed on (B)(6) 2024. The patient then had low flow alarms predominantly at night and early morning. It was noted that the patient had low flow alarms immediately postoperatively and had already been decreased to 2.0. Log files were submitted for review. The log file captured low flow events on (B)(6) 2024. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. These occurred at times when pulsatility index (pi) was elevated. There did not appear to have been any type of mechanical circulatory support (mcs) equipment issues that caused these events. It was noted that they were trying to get the patient's mean arterial pressures (maps) to be a little lower with medication adjustments.

Manufacturer narrative:
E1: reporter email was not available. H6: health effect - clinical codes corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the low flow alarms; however, a specific cause for these events could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 13jul2024 through 16jul2024. Transient low flow hazard alarms were captured from 14jul2024 through 16jul2024. Of note, low flow alarms were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Following software updates, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient did have mild decreased systolic function of their right heart prior to left ventricular assist device (lvad) implant and no device related issue was thought to have caused or contributed. The patient had moderate mitral, moderate tricuspid, and mild aortic regurgitation pre-lvad implant as well. The aortic valve opening every beat was not noted to be secondary to hypertension. No more imaging was required and no treatment was performed. The medication adjustments helped to decrease the frequency of the low flow alarms. The plan of care was to continue with the medication changes.